Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the lead revision procedure on (B)(6) 2016 the physician tried to replace the competitor's leads with the sjm scs lead. However, the physician was unable to steer and position the scs lead at the intended position. Subsequently, the physician abandoned the procedure.